Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 3ml ll 200 s/c experienced scale marking issues which were noted prior to use. The following information was provided by the initial reporter: material no.: 309657, batch no: 9015815. Per email: bd 3ml syringe luer-lok tip ¿ ref 309657 - lot 9015815, exp 2024-01-31. First syringe marked increment is starting much closer to the luer-lok than our previous syringe lots. Measured volumes are ¿perceived less than usual¿.

Manufacturer narrative:
H.6. Investigation summary: two samples and photos received for investigation. No problems of marking on the barrel are detected, the line between the proximal edge of the cylinder and the line 0 is not more than ¼ of the distance between two consecutive graduation lines. In addition, in the volumetric precision test the volume of water obtained in its initial capacity, average capacity and maximum capacity meets with the acceptance criteria for this test. Furthermore, the lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. Conclusion: the defect was not confirmed and the root cause could not be determined. At this time, no corrective actions are necessary. H3 other text : see section h.10.

Event description:
It was reported that the syringe 3ml ll 200 s/c experienced scale marking issues which were noted prior to use. The following information was provided by the initial reporter: material no.: 309657, batch no: 9015815. Per email: bd 3ml syringe luer-lok tip ¿ ref 309657 - lot 9015815, exp 2024-01-31. First syringe marked increment is starting much closer to the luer-lok than our previous syringe lots. Measured volumes are ¿perceived less than usual¿.